Manufacturer narrative:
(B)(4).

Event description:
It was reported the dystonia patient experienced ¿intermittent stimulation¿ and that they ¿had a loss of symptom relief¿ where their ¿dystonia came back suddenly.¿ in addition to the ¿less than 50% therapy relief¿ the patient also experienced a ¿change in gait.¿ the patient¿s implantable neurostimulator (ins) was checked with a patient programmer and was found to have an ¿off¿ status. This had reportedly ¿happened about three times¿ to the patient prior to report. The patient¿s ins was ¿fully charged¿ at the time of the incidents and had worked well for months after initial implant. The patient was to be checked again at a later date by their healthcare provider (hcp). The patient was ¿doing well¿ as of 13 days after initial report. It was stated that ¿after two failures of the ins¿ the issue had not occurred anymore and the patient was ¿receiving effective therapy.¿ there were ¿no further actions planned¿ at that time. The cause of the issue was not determined. The issue was reportedly resolved at the time of report. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.